Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported freezing of the optical coherence tomography (oct) during a laser assisted cataract with implant procedure and had to reboot twice. After the second reboot an unspecified equipment error displayed. The suction broke during laser firing sequence. The capsulotomy was incomplete and the patient had etching on the temporal and stromal cornea. The surgeon reported there was a delay in suction break error and the system continued to fire. The procedure was able to be completed and the intended intraocular lens implant (iol) was implanted. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm the reported system messages (sm) via the system log. However, they were unable to replicate the reported event or any nonconformity which may have contributed to the reported event. The company service representative reseated the cable connections on the optical coherence tomography (oct) and main computer. The system verification was performed with no problems found. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).